Manufacturer narrative:
Unable to verify the software version due to constant flashing white light on the display. Pump received with a blank flashing white light on the display due to vertical cracked lcd controller on the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s display was flashing. The customer¿s blood glucose during the incident was 10 mmol/l. The insulin pump will be replaced and returned for analysis.